Manufacturer narrative:
Efforts to obtain additional details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. The patient was admitted to the hospital for observation. Device interrogation did not identify any stored episodes in the configured collection period; however, any older stored episodes are not available for review. Device operation was confirmed to be normal at the time of the interrogation. The root cause of the clinical observation was not determined. No additional adverse patient effects were reported.